Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 14-dec-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the lens reveals that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned, and one half of the lens was damaged on the edges and torn. The complaint simplicity was inspected and no issues that could cause or contribute to the complaint issue was observed. Photos were provided by the customer and were evaluated. The photos show the suspect iol inside the patient's eye. The lens can be observed to be damaged. The complaint issue of lens damaged was identified during product and photo evaluation. The observed iol torn is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of cartridge crack was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that in the operating room the physician had problems with the injector and that was described as defective. The lens was removed and replaced with another lens in the same procedure. A picture was provided. Through follow up it was learned that the cartridge breakage was due to the incorrect insertion and optical breakage of the lens. The procedure was performed in the left eye and after the replacement, the patient presented a severe corneal edema. No further information has been provided.